Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor memorygel silicone breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had unknown mentor memorygel silicone breast implants inserted and experienced several issues post procedure. Tremors, neurocognitive issues, fatigue, hashimoto¿s thyroiditis, endocrine system disorders, vision problems, dry eyes, headaches, neck and shoulder pain (more so on the right), elbow and thumb pain, breast pain (more so on the left), breathing problems, and articular problems were noted. Additionally, left sided rupture was diagnosed through magnetic resonance imaging. Both devices were explanted, and left sided rupture was confirmed during explant. See "for" 1645337-2019-08122, contralateral prosthesis report.